Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow battery alarm and the mobile power unit (mpu) battery compartment overheating was not confirmed. There were no pictures or log files submitted for review. During the evaluation of the returned mpu, serial (B)(6), the unit was powered on and went through the self-test as intended. The mpu was connected to a mock loop and ran for an extended period of time without issue. The cable was manipulated, and no alarms were active. The unit then functionally tested and passed all tests per mp, heartmate mobile power unit service process. The unit was forwarded to product performance engineering (ppe) for further analysis. Visual inspection of the returned mpu revealed no anomalies. Temperature testing was performed on the returned mpu with a test system controller during mock loop testing for several hours. A temperature sensor, t1, was placed on the battery cover and t2 was placed on the top membrane of the unit. T1 and t2 were measured to be at 25-29°c. The mpu did not overheat, nor did it shut off. The temperature of the unit remained within specification during testing. A root cause for the reported event cannot be conclusive determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook rev. C and heartmate 3 instructions for use (IFU) rev. A section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 instructions for use (IFU) rev. A section 3 ¿powering the system¿ explains the cautions with the mpu alarms. This section states ¿do not carry or touch the mobile power unit for an extended time. To avoid the risk of burns, do not touch the top surface of the mobile power unit for longer than one minute. The mobile power unit surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c).¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a1-a4: there was no patient involved. Section g3: it is unknown which device the patient was implanted with at the time of the event. The PMA# provided is associated with most recent approval.

Event description:
It was reported that a battery replacement alarm occurred on (B)(6) 2025 while checking battery operation before periodic replacement. The alarm occurred immediately after inserting the power cord into the mobile power unit (mpu). When the power cord was unplugged and the aa battery was checked, a considerable amount of heat was found, and there was a request for replacement due to a suspected initial failure. There was no patient involved in this event. No log files were available.

Manufacturer narrative:
Section g2 correction section h6 correction: medical device problem code 1670 - use of device problem added. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.